Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce issue reported. The fse recalibrated the high pressure and low pressure helium transducers and replaced the power supply monitor, this part was replaced as a precaution, as this part had not been previously replaced to address the intermittent low helium alarm. The fse then removed the console from the cart and back into the cart 30 times, which resulted in the helium gauges reading correctly for internal and external helium tanks. The fse completed the repairs with a full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, the iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a low helium alarm intermittently when tank was 3/4 full. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.